Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had disconnected, which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of five. The patient was connected at the time of the alarm. The patient noticed after the alarm that the supply bag became disconnected. The technical service representative (tsr) had the patient close all the clamps to the bags, patient line, and transfer set. The tsr had the patient cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. At load the set it was safe to disconnect themselves and then the supplies. The tsr advised the patient to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.